Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/08/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. The lens was cleaned, and it presented with a torn optic body. Based on the return condition of the lens, no further evaluation could be performed on the lens. The complaint issue iol torn could be confirmed; however, this may be attributed to customer handling during insertion and removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 model intraocular lens(iol) was implanted into patient's left eye and was removed because the optic was torn. Procedure was completed successfully using another lens of the same model and diopter. There was no patient injury and customer believes that sutures might have been done. Patient is doing fine post-operation. No further information available.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.